Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in colombia. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly upon insertion. No further information is available.